Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided. Therefore, device history record review cannot be performed. Device cannot be returned as the source of the complaint is unknown. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. If additional relevant information is received, a follow-up report will be submitted.

Event description:
During maude review (maude report number mw5074705) the following incident report was found: patient had a shoulder arthroscopy with repair right sided rotator cuff for shoulder pain. A CT scan obtained at follow up visit revealed a 3mm retained metallic foreign object within the soft tissues dorsal to the right proximal humerus shaft. Report states that an internal investigation revealed the object to be a surefire scorpion needle as the tip of it was diamond shaped, which is the same shape as noted on the CT scan. Report also stated that the surefire scorpion needle is used to suture the incision; the instrument may be removed from the laparoscopic several times to attach additional suture material. Report also states it was surmised that the tip of the scorpion needle broke off when hitting tissue on the last pass through the laparoscope, as the surgeon did not notice instrument malfunction during the case. No match was found in the arthrex complaint system for the specific part number and event description. No facility or contact information was found on maude report and therefore no follow up can be performed.